Event description:
It was reported that a pt underwent a bypass surgical procedure on an unk date and suture was used. Anastomosis opened post-operatively, the suture had broken. The pt bled to death and passed away on (B)(6) 2010 in the intensive care unit. A post mortem examination was performed on (B)(6) 2010. Additional info was requested.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.